Event description:
Received device report from synthes (B)(4). Pt implanted with a 3.5 mm lcp clavicle hook plate on (B)(6) 2011 for dislocation of the distal end of the clavicle after a fall. The pt was released from the hosp on (B)(6) 2011. On (B)(6) 2011, ten days postop, the sutures were removed and x-rays showed no issues with the hardware or incision site. On (B)(6) 2011, pt felt pain and returned to the hosp. X-rays showed re-fracture of the bone near the proximal end of the plate. The plate was not broken. The re-fracture of the bone occurred before any scheduled rehabilitation. Pt is scheduled for hardware revision.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.